Event description:
The ams-530 was attached to the baby's catheter and the baby was receiving an infusion of morphine. The nurse noticed that the baby was in discomfort despite the morphine infusion, so she checked the IV tubing connections. The nurse then noticed the ams-530 was leaking at the junction where all three legs meet in the middle of the set, and the section of bedding under the set was wet. A new set was placed on the patents catheter and the infusion resumed.

Manufacturer narrative:
There was an add'l occurrences of this product malfunction. Please reference the following for the add'l occurrence: MDR 2245270-2013-00027. The malfunctioning device was returned to vygon us, and was then forwarded to vygon mfg (MFR) for device eval and complaint investigation. The results of the investigation are still pending. Results will be forwarded to FDA via a f/u MDR upon investigation completion.